Event description:
Patient's meter had been giving them inaccurately high readings, which resulted in passing out. Patient woke up and tested their blood sugar and obtained a 520mg/dl. Patient did not experience any symptoms of high bood sugar, which was unusual for them. They then took their insulin based on a sliding scale (did not know their sliding scale off hand). They ate breakfast, which consisted of grits, bacon, eggs and toast. Thirty minutes later patient passed out and their family member called the paramedics. When paramedics arrived their blood sugar was 52mg/dl on paramedics' meter. Paramedics treated patient with d-50 glucose. Patient was not taken to the ER. Patient also mentioned that several months ago their meter was giving them an error 2 message. They mentioned that they wasted 3-4 strips until they were able to obtain a blood glucose reading. Customer service was able to resolve the error 2 message. Customer service sent patient some extra test strips and control solution since their control solution was expired. Medical affairs sent patient an extra meter since they are a brittle diabetic and test 6 times or more a day.